Event description:
It was reported that shaft break occurred. The target lesion was located in the mid circumflex artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was selected to dilate the lesion. Before entering the hub of an unspecified co-pilot device, it was noticed that the shaft break into two parts at the junction of the rigid and flexible areas of the balloon catheter. The physician was able to retrieved the broken device. There was no additional force and there were no difficulties encountered during the procedure. An unspecified stent was deployed and the procedure was completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter returned in two pieces. There was blood and contrast in the inflation lumen and the balloon was tightly wrapped. The hypotube was kinked from the strain relief. The hypotube was broken from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The catheter was examined under magnification. The shaft was kinked from the distal tip. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).